Manufacturer narrative:
Upon investigation it was determined that the surgeon performing this procedure rinsed the surgical site with a 3% betadine solution after performing the surgery, which was then rinsed with saline. In vitro testing performed after this case showed that this may weaken the device. Based on these results, user error and operational context were determined to have contributed to this incident.

Event description:
A patient underwent a revision surgery to repair a 2mm medial breach and hematoma 48 hours after the device had been implanted. The device had migrated and had appeared to partially dissolve into clumps instead or remaining in strips. It should be noted that this adverse event occurred in the united kingdom.